Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The reported condition of an f-94 alarm was confirmed. Visual inspection, functional tests, and a review of the alarm history log were performed on the device. The cause of the reported condition was due to a defective/inoperative main battery. Upon replacement of the main battery, the problem was resolved. If any additional relevant information is received, a follow-up MDR will be submitted.